Event description:
It was reported presented for generator replacement. Upon device removal, lead insulation abrasion with externalized conductor was observed. No electrical abnormalities were noted. Lead was capped. Patient was well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.